Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 instrument, and found a clot obstruction in the waste valve. The fse replaced the bun module and cleaning waste valve to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneously low and suppressed (no value) patient results for modular blood urea nitrogen (bunm) and for modular creatinine (crem) on their unicel® dxc 800 instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.